Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer pocket b3 required maintenance. The field service engineer replaced the full height cubie bus module controller board, reseated row board cables connection, trays, pocket and performed preventative maintenance to resolve this issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the drawer 7 was unable to recover. The customer stated that this malfunction caused a delay to the patient care and the user managed to get medication from another station. There were no adverse events or injuries reported based on this event.